Manufacturer narrative:
Alleged failure: unintended piece of the device remaining in patients' shoulder. Non-conforming component, poor assembly process, misuse. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an unintended piece of the device remaining in patients' shoulder.